Event description:
It was reported that during an atrial fibrillation (afib) ablation with a qdot micro catheter, the patient experienced diaphragmatic nerve paralysis. While ablating at 25w on superior vena cava (svc), the diaphragmatic nerve capture could no longer be confirmed. It was noted that there may be a possibility of diaphragmatic nerve injury/paralysis due to the ablation. Follow-up observation was planned. Patient details are unknown. During the procedure, respiratory management was in place, so the situation regarding respiratory failure is unknown. Physician assessment of the health problem was non-serious (moderate/minor). No extended hospitalization was required. The coloring setting for visitag was tag index. An additional filter for visitag was fot. No abnormalities observed prior to or during use of the product. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was that there is a possibility of damage to the phrenic nerve due to ablation. The outcome of the adverse event was fully recovered (no residual effects). No other relevant history/preexisting condition noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device lot number 31552934l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be carried out, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).